Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that the right ventricular (rv) lead pulled back and dislodged as well. Both leads were repositioned and they remain in use. No further patient complications have been reported as a result of this event.